Event description:
It was reported that during the revision found that the cup inserter had a crack in handle. Would not tighten. Used another inserter.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Corrected data: device manufacture date. An event regarding plastic handle fracture involving a universal acetabular shell impactor was reported. The event was confirmed. Method & results: -device evaluation and results: the returned device was in used condition. The visual inspection confirmed the fractured handle. -medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the root cause of the reported event was determined to be a known design issue addressed by a design change.

Event description:
It was reported that during the revision found that the cup inserter had a crack in handle. Would not tighten. Used another inserter.